Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The unusual anatomy can be a contributing factor for the dislocation immediately post op but based on limited information provided within the complaint the device cannot be ruled out as the cause for the dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D1: 10 degree face angle 36mm i.d. Oblique cemented revision shell liner use with 58mm o.d. Shell. D10: 00877503601 item name bioloxâ® delta, ceramic femoral head, s, ã¸ 36/-3.5, taper 12/14 lot # 3130522. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
It was reported that the patient underwent a revision procedure 4 days post implantation due to dislocation. The patient dislocated anteriorly day 2 post implantation with removal of the liner and head. Surgeon believes the patient's unusual patient anatomy and prior motor vehicle accident contributed to the event. There is no additional information available at the time of this report.